Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. No motor error alarms noted. The motor passed motor test. The device had a broken belt clip slot, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose of 450 mg/dl with nausea which was treated with the insulin pump. It was stated that the customer received no delivery alarms always during basal deliver. The alarm history showed multiple no delivery alarms. Troubleshooting was performed and no issues were found with the site or set and the insulin pump passed the high pressure test. The customer was advised to change the entire infusion set, reservoir and insulin and treat per doctor's instructions. Blood glucose value was 435 mg/dl. They called back on (B)(6) 2013 to report that the insulin pump alarmed motor error. Blood glucose value was 445 mg/dl; treated with the insulin pump. The customer was unable to complete the rewind. The device was returned for analysis.